Event description:
The customer contact reported device breakage; subsequently bleedback was noted. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. The option lok male adapter of the tubing set was connected to an unspecified device. After an unspecified length of time, it was reported that when the certified nursing assistant (cna) assisted in moving the patient from the bedside to a commode, the tubing "broke in half." The customer contact reported the tubing of the tubing set reportedly broke 5 inches below the clave y-site. The customer contact reported that an unspecified volume of solution leaked and bleedback was noted. It was reported that the cna clamped the distal tubing segment closest to the patient. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.